Event description:
It was reported that pump speaker and vibration function did not behave as expected, as pump continued to beep about every three minutes after insulin was suspended even though sound and vibration settings were confirmed to be on. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.